Event description:
It was reported that a diagnostic anomaly was observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported complaint of false af episodes was confirmed. These false af episodes were triggered due to frequent pacs and algorithm limitation in confirm rx. No device malfunction was found.